Manufacturer narrative:
Complaint evaluation: the manufacturer's bench repair technician evaluated the device and confirmed the reported problem. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the therapy switch and processor pca required replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device was returned to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the therapy switch would not power on. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the therapy switch would not power on. There was no patient involvement.